Event description:
Information received with return of the explanted device notes that the patient experienced dizzy spells and fainting. A loss of sensing, capture and high ventricular lead impedance was noted. During the surgery to replace the ventricular lead, "fluid & tissue seen inside header, appeared to have grown around lead & into header. Wiring inside header 'rusted'. Leads tightly connected but seemed loose into connector."~~~~~